Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was implanted within the common bile duct (cbd) on an unknown date, during a biliary stent placement procedure. The stent was placed and sometime post procedure, the patient had fever and abdominal pain. A x-ray was taken and the physician noted that the stent had not fully expanded. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of stent failed to expand. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.